Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a combi set blood leak occurred during a patient¿s hd treatment. It was reported that a separation occurred at the ¿t¿ connection on the arterial line. There were no machine alarms that occurred. Additional details were obtained through follow-up with the facility¿s charge nurse (cn). The cn stated the blood leak occurred approximately fifty minutes into the patient's treatment. The cn said they went to administer medication via the medication port, and when they grabbed the saline line the "t" connection came off. There were no leaks during the priming phase. There were no changes in pressure that could have caused the separation. Once the leak occurred, the lines were clamped (including the saline and patient lines). The patient's blood was unable to be returned. The patient's estimated blood loss (ebl) due to the event was 250 ml. The machine was re-setup with new supplies and the patient was able to continue and complete their treatment. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The cn reported that the patient's blood pressure was stable. The sample was not available to be sent back for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a combi set blood leak occurred during a patient¿s hd treatment. It was reported that a separation occurred at the ¿t¿ connection on the arterial line. There were no machine alarms that occurred. Additional details were obtained through follow-up with the facility¿s charge nurse (cn). The cn stated the blood leak occurred approximately fifty minutes into the patient's treatment. The cn said they went to administer medication via the medication port, and when they grabbed the saline line the "t" connection came off. There were no leaks during the priming phase. There were no changes in pressure that could have caused the separation. Once the leak occurred, the lines were clamped (including the saline and patient lines). The patient's blood was unable to be returned. The patient's estimated blood loss (ebl) due to the event was 250 ml. The machine was re-setup with new supplies and the patient was able to continue and complete their treatment. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The cn reported that the patient's blood pressure was stable. The sample was not available to be sent back for physical evaluation.